Event description:
Pt's one touch ultra meter was reported to have no power. The meter would turn on when the power button was pressed, but it would not power on when a test strip was inserted into the port. This issue was not resolved with troubleshooting. Medical affairs specialist left in message for the reporter in 2004, but did not get a response. Pt was taken to a clinic due to a stomach ache and their blood glucose at the clinic was 68 mg/dl. Unknown if the pt had tried using the meter prior to going to the clinic. They were given a glucose tablet at the clinic. This case is reported as a meter malfunction since the pt's blood glucose level at the clinic does not reflect a serious injury. A letter is sent to the pt.